Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt expired due to a cerebral vascular accident. No further info is available at this time.

Manufacturer narrative:
The pump was not returned for evaluation. A direct correlation between the device and the reported event could not be determined. No log files were submitted. The instructions for use lists stroke and bleeding as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that the patient had a pump exchange on (B)(6) 2014 due to malposition and pump thrombosis that caused syncopal episodes. In september 2014, the patient had a fall at home, after which he became unresponsive. Enroute to the emergency room the patient's inr was found to be 6.8. A CT of the head showed a right frontal intracerebral hemorrhage with subdural hematoma. An autopsy was not performed per family wishes. It was reported that there are no provider notes that explicitly state that the patient expiration was device related; however it was related to anticoagulation medication use. The referenced pump exchange was reported under medwatch MFR report # 2916596-2014-01408.